Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 17-mar-2016 case considered closed. Company causality comment: this non-medically confirmed, lay press case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She had her fallopian tubes removed including the essure coils. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer stated she was always in pain since essure insertion. Considering that uncharacterized pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information cannot be obtained.

Event description:
This is a lay press case report received from a (B)(6) female consumer in (B)(6) on 11-nov-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated that she had menstrual complaints since she was (B)(6), problems with spiral / iud and oral contraceptives. She has two healthy sons now, but had a history of an interrupted pregnancy and two miscarriages. She stated that during years after essure, her body had to fight against something that did not belong there. She was always in pain and very tired. She had to quit her job for months due to severe complaints after essure, was loaded with painkillers and still creeping over the floor every night of misery. Ever since her pregnancies she was bothered much by her menstruation. She read about novasure and that seemed to be the solution to her problems. The procedure itself was painful, but immediately thereafter the pain returned slowly. She tried everything; including morphine and painkillers. End of (B)(6) a gynecologist removed her fallopian tubes including the essure coils. When she woke up from narcosis she noticed immediately that the pain was gone. Since then her energy returned. Follow up is not possible. Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event (s) and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-dec-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this non-medically confirmed, lay press case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She had her fallopian tubes removed including the essure coils. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer stated she was always in pain since essure insertion. Considering that uncharacterized pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Further information cannot be obtained.

Manufacturer narrative:
Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event (s) and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-dec-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, lay press case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She had her fallopian tubes removed including the essure coils. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer stated she was always in pain since essure insertion. Considering that uncharacterized pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Further information cannot be obtained.